Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: dlt ts cer hd 12/14 36mm +5.0 hip femoral head; unknown hip acetabular liner; unknown hip acetabular cup; reclaim distal tapered 21x140 hip femoral stem; reclaim prx bdy cone 24x105 hip femoral body. Represents surgical intervention.

Event description:
Revision total hip replacement performed post peri prosthetic fracture. Reclaim stem removed and long reclaim stem inserted.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.